Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving frequent check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the trunk cable connector. The connector was cracked. The root case for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.